Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as long burn marks on chest that are deep. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.